Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data, section h device manufacture date and imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist (tss) dialed into carefusion coordination engine (cce). Then checked examples but could not find any certain refills crossing due to loaded in more than one location in station and med class. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had opva2 was not communicating replenishments to logistics. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had opva2 was not communicating replenishments to logistics. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.